Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving frequent check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed the fall-off and therapy electrode recognition tests. The cause for the failures was isolated to an open black pulse wire in the trunk cable. There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.